Event description:
The patient ((B)(6)) is a participant in a clinical study ((B)(4)). It was reported the patient's scs system was explanted due to a wound disturbance induced infection at the lead site. Device information is unavailable at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.